Event description:
Customer reported the monitor fuses often come out and the system switches itself off. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the monitor. No mention of system switching itself off problem, no further information is available. System operates as intended.